Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported event of an increased intraperitoneal volume was confirmed as the customer exhibited symptoms and was hospitalized due to the event. The assignable cause for the reported problem was determined to be insufficient drain-inappropriate programmed initial drain alarm setting. The patient changed the initial drain alarm setting in the middle of therapy before initial drain could be completed and proceeded to fill again. A labeling review revealed the current labeling is accurate and sufficient in providing instructions relevant to this reported issue.

Event description:
This is a report from a nurse that a patient may have experienced an increased intraperitoneal volume (iipv) event on an unknown date. The nurse stated patient is fine and there were no adverse side effects, but was fairly sure that the patient did experience an iipv event. The nurse stated the patient had been experiencing significant pain on drain. The nurse contacted the clinical support and tried everything they recommended to relieve the pain on drain, but the patient was still experiencing pain. On friday, (B)(6) 2011, the nurse reprogrammed the homechoice over the phone, so that the patient had a last fill of 500ml and an initial drain alarm of 100ml in order to try and relieve the pain on drain. The nurse stated the initial drain alarm was set to 100ml because she believed the patient would absorb a lot of the solution. The nurse stated when the patient went to perform therapy, they experienced pain on drain and became impatient, so they went into the adjustment screen and changed the initial drain alarm to 10ml. The nurse stated when the patient went into fill one, they experienced shortness of breath and distention. The patient went to the emergency room (ER), but the ER was not equipped with any bags to drain the patient out. The patient washed/masked and then opened the transfer set and drained directly into a sink. The drain volume was not available. The nurse stated after draining into the sink the patient's symptoms were immediately resolved. The nurse believed the cause of the shortness of breath and the patient feeling distended was due to the occurrence of an iipv. Baxter product surveillance offered to have the homechoice swapped. The nurse declined at the time and stated she wanted to speak with the patient first. No further information was provided.